Manufacturer narrative:
The product was not returned for evaluation. The user reported that the pod had fallen off which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake, and insulin history is as follows: (B)(6). It was noticed that the pod had fallen off during the night which caused the cannula to come out of the skin.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly did not find any issues that would result in high blood glucose levels. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the insertion site. It could not be determined from the returned adhesive pad if it failed to adhere while worn.